Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient anatomy. The clip delivery system (cds)(xtw 11124r135) was advanced to the mitral valve (mv) however became caught in the pre-existing chordal rupture. The clip was freed and repositioned on the mv. Grasping was difficult due to the chordae/papillary muscle rupture however the leaflets were eventually able to be grasped. Despite insufficient leaflet insertion, the clip was deployed. Shortly after implantation the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician the slda was due to the difficulty grasping and pre-existing patient anatomy. A second cds (xtw 11129r179) was positioned and became caught in the chordae. The clip was released; however the anterior gripper actuation was impaired as a result. The second (xtw 11129r179) and third (nt 10921r122) clips were implanted medially and laterally to the first (xtw 11124r135) clip to stabilize the first clip reducing the mr to a grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficult leaflet grasping, clip getting caught in the chords, and poor imaging appear to be due to challenging patient anatomy. The reported single leaflet device attachment (slda) appears to be due to a combination of procedural conditions and challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.